Manufacturer narrative:
The service provider provided the investigation report on 03/04/2022. The actual device was inspected. A small piece of circle shaped white object was observed inside the drip chamber. The reported issue is confirmed but the root cause cannot be identified.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2021-00059).

Event description:
This is the second follow-up for the initially filed MDR (3006575795-2021-00059).

Manufacturer narrative:
The contract manufacturer provided the investigation report on 05/19/2022. The actual device was inspected. The white particle was confirmed to be an air intake film, which is a component of the administration set. It is believed to be a manual assembly problem during the manufacturing process. Operators at the production site were notified about this complaint and they have been required to pay attention during the production operation.

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On 12/23/2021, zyno medical received a complaint from a user facility representative. It was reported that "an administration set model ax-80075 lot 2109002 set had a particle in the drip chamber after completing a chemo therapy treatment." A patient was involved but was not harmed or injured. The device operator was a registered nurse. The medication being infused was unknown. The contract manufacturer of the affected device is podo xingda (B)(4) medical co. Ltd.